Event description:
Lap chole: "the first clip was fired prior to procedure. Doctor also fired one clip on mayo prior to using to re-familiarize himself with the clip applier. He had no issues that I noted when he used the clip applier on his first entry. He loads the clip prior to placing on the duct. The second time he used the clip applier (during procedure) he had one clip fall off the duct because it didn't close all the way. He said afterwards this could be because there was a stone in the duct. (The clip is enclosed in a small baggie with 3 other misfires). He had 3 misfires and then he said at this point he requested the ligamax because he didn't have enough room on the vessel for any errors and comfortable with. I saved the packaging, the clip applier, and the clips." Pt status: stable.

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.